Event description:
It was reported that the caller encountered an issue with the incorrect time on the pump. There was no adverse impact to the customer's blood glucose level. The caller received assistance from cts to update the pump time and was advised to monitor for any future discrepancies, acknowledging the guidance provided.